Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose value was 300 mg/dl and sensor glucose level where insulin pump suspend the insulin delivery was 40 mg/dl, 70 mg/dl and 67 mg/dl. The device will not be returned for the analysis.